Event description:
During a left atrial appendage closure (laac) procedure, a non-(B)(6) transseptal puncture device was selected for use. When transseptal puncture was being performed, the physician discovered a circumferential pericardial effusion. Pe grew from approximately 0.7mm to over 1.0mm. The patient remained stable and anticoagulation was reversed promptly. A pericardiocentesis performed and drain placed. There was no cardiac tamponade or compression noted. The patient was continued to be monitored, cta seen requested. The procedure was cancelled. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).